Manufacturer narrative:
Additional information: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the customer usually performed at least two to three procedures per day. However, they were not able to specify when each event occurred. It was further reported that the motor device was used together with the attachment devices. According to the reporter, the motor device worked as expected all the times. The reporter indicated that whenever the devices were getting hot, the surgeon stopped using the overheated devices in order to prevent damage to the patient and to himself (the attachment was very hot to the hand). The reported indicated that there were no burns or injuries reported as of date. The motor device has been included in the concomitant medical products. Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). The device manufacture date was updated as jul 24, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacture specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 25 of the same event. It was reported from italy that during unspecified surgical procedures, it was observed that the "handles" were overheating on twenty-five attachment devices. According to the reporter, the events occurred during unspecified brain or spinal cord surgical procedures. The reporter was not able to specify when each event occurred. The report stated that a few minutes after the start of the surgical procedures, the devices were hot and could not be handled by the operators. It was reported that the devices were switched out continuously with spare devices and the procedures were completed. It was not reported if there were any delays to the surgical procedures. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact dates of the events were unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.